Event description:
It was reported by the client that the catheter may have broken after 8 days and asks for an assessment, stating that the problem is with the catheter. The device had to be replaced. When evaluating the patient in question for anasarca, we need to take into account the excessive accumulation of fluid in the interstitial space, which directly interferes with both the logistic issues of the device's permanence and the possibility of fluid leakage. When any medication is administered into the vascular device, this vessel moves after pressure is applied, and in the case of patient with anasarca, this pressure can favor the leakage of fluid that has accumulated in this interstitial space. At the same time, it is important to note that we do not have any documents confirming the positioning of the catheter, either in the medical records (x-rays) or in the database of the sr8 ultrasound machine. Additional information received on 10 jul 2024: there was no embolization of the device in patient. The catheter was removed properly by nurse. There was no need for medical or surgical intervention. Nurse pulled the catheter out properly during removal. There was no exposure of blood or chemotherapy to the mucous membranes or skin. Patient was receiving morphine on a continuous infusion pump.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state the sample was returned in. The product returned for evaluation was one 5fr dl powerpicc catheter. A gross visual inspection of the returned unit found that the catheter was cut at the 24cm depth marker. The cut off segment of catheter tubing was not returned. The catheter was leak tested using water and a 12ml luer lok syringe, but no leaks were observed. Although no leaks were identified in the returned unit, no further conclusions can be drawn since a segment of the catheter tubing was not returned and could not be evaluated.

Event description:
It was reported by the client that the catheter may have broken after 8 days and asks for an assessment, stating that the problem is with the catheter. The device had to be replaced. When evaluating the patient in question for anasarca, we need to take into account the excessive accumulation of fluid in the interstitial space, which directly interferes with both the flogistic issues of the device's permanence and the possibility of fluid leakage. When any medication is administered into the vascular device, this vessel moves after pressure is applied, and in the case of patient with anasarca, this pressure can favor the leakage of fluid that has accumulated in this interstitial space. At the same time, it is important to note that we do not have any documents confirming the positioning of the catheter, either in the medical records (x-rays) or in the database of the sr8 ultrasound machine. Additional information received on 10 jul 2024: there was no embolization of the device in patient. The catheter was removed properly by nurse. There was no need for medical or surgical intervention. Nurse pulled the catheter out properly during removal. There was no exposure of blood or chemotherapy to the mucous membranes or skin. Patient was receiving morphine on a continuous infusion pump.